Event description:
The customer reported that end cap of prismalix light fell off. The event occurred during use with a patient but with no injury or delay. (B)(4).

Manufacturer narrative:
A maquet service territory manager (stm) was dispatched to investigate this event. Upon arrival, the maquet technician found that the hospital's biomedical engineer had reinstalled the end cap and secured it to the device. The maquet stm inspected the device, performed safety checks and returned the device to service. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola.